Manufacturer narrative:
The end user is a bilateral above the knee amputee who sits and sleeps in his wheelchair. He sat on a basic wheelchair cushion and developed bilateral stage iii pressure ulcers on his thighs. His home care nurses had recommended an advanced gel cushion but his insurance company would not cover it. The home care nurses are treating the pressure ulcers with wound dressings. The cushion is intended to add comfort and basic pressure redistribution. It is not intended to prevent a pressure ulcer. A skin management program includes regularly scheduled skin assessments and frequent position changes to reduce prolonged pressure to one area. The end user described prolonged and uninterrupted periods of time in his wheelchair. The cushion did not cause the pressure ulcers but in an abundance of caution, this medwatch is being filed.

Event description:
The end user developed pressure ulcers while sitting on the cushion.